Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose was over 600 mg/dl at the time of incident. The customer treated high blood glucose with manual injection of 10 units. Customer experienced symptom such as vomiting. Customer states insulin pump had insulin flow blocked alarm. Customer declined troubleshooting for high blood glucose. Customer states the insulin exited. The insulin pump will not be returned for analysis. Frn-mmt-326a-rsvr, unomed inf set.